Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated she was working next to the r2 arm and looking at the cuvette ring when the injury occurred. The cause of the hand injury is due to the r2 probe.

Event description:
A customer was injured in the hand while operating the reagent 2 (r2) probe of a dimension vista 1500 instrument. She immediately disinfected her hand, cleaned it with hypochlorite and followed the hospital post exposure protocol after the injury. There are no known reports of adverse health consequences following the hand injury.

Manufacturer narrative:
The initial MDR 1226181-2013-00329 was filed on july 23, 2013. Correction (08/30/13): the injury was caused because the operator did not follow the instructions outlined in the dimension vista system operator's guide for handling the r2 probe. The cause of the hand injury was user error. This instrument is performing according to specifications. No further evaluation of this device is required.